Event description:
The pt was implanted with a left ventricular assist device. An intermac's report was received which stated that the pt experienced elevation of ldh and free plasma hemoglobin.

Manufacturer narrative:
The pt remains ongoing with the implanted device. The attached user facility report was received from the intermac's registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is complete.